Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced muscle stimulation. An echocardiogram was performed and there was no evidence of a perforation. It was noted the patient has a rotated heart with tortuous anatomy. An attempt to reposition the lead was made. The helix mechanism was successfully retracted, however would not fully extend. The physician felt the lead snap. This lead was explanted and successfully replaced. No adverse patient effects were reported.